Event description:
It was reported to baxter (B)(4) that a leak occurred during therapy with a patient control module (pcm). The concomitant medical products are unknown. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination of the unit confirmed the delivery tubing completely detached from the patient control module (pcm). The root cause was determined to be an operator error during the manual solvent bonding process. As a result of this incident, the complaint sample was used to bring awareness to all applicable manufacturing operators. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.